Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had insulin flow block alarm. The customer also experienced high blood glucose. Blood glucose value at the time of event was 30 mmol/l. It was unknown that auto mode feature was active or not at the time of event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.